Event description:
It was reported the patient had a headache. They were given antibiotics to prevent infection. The patient was examined and the managing healthcare professional (hcp) noticed a small opening at the spinal incision site. At a follow-up with their hcp, the patient was instructed to remain flat for 3 days to minimize a spinal headache. The patient then, went through an exploratory surgery on (B)(6) 2015. The surgeon did not find any visible signs of the catheter leaking or malfunctioning. They suspected a possible spinal leak and planned to do a blood patch the next morning. The outcome of this event was not reported. The pump was used to deliver lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).